Event description:
The manufacturer became aware of a literature published by baylor scott & white health, texas USA. The title of this report is ¿what is the impact of age on reoperation rates for femoral neck fractures treated with internal fixation and hemiarthroplasty? A comparison of hip fracture outcomes in the very elderly population ¿, published on 23 january, 2016, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at http://dx.doi.org/10.1016/j.jor.2015.12.003. This report includes analysis of the clinical data that was collected on 914 patients, the cases in this study range from 1998 to 2009. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 11 patients experienced prominent hardware, which required reoperation.

Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. No product identification is possible. Based on the investigation results, no definitive relation could be established between the product and the reported failure adverse consequence. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information will be provided. If further relevant information becomes available, the investigation will be reevaluated and resubmitted accordingly. The alleged prominent hardware could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Please note correction to b1 section.

Event description:
The manufacturer became aware of a literature published by baylor scott & white health, texas USA. The title of this report is ¿what is the impact of age on reoperation rates for femoral neck fractures treated with internal fixation and hemiarthroplasty? A comparison of hip fracture outcomes in the very elderly population ¿, published on 23 january, 2016, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at http://dx.doi.org/10.1016/j.jor.2015.12.003. This report includes analysis of the clinical data that was collected on 914 patients, the cases in this study range from 1998 to 2009. ¬¬ during the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 11 patients experienced prominent hardware, which required reoperation.